Event description:
The pt was implanted with device 4/1/96. On 10/2/96 the physician noted extrusion ans capsular contracture in the pt's right breast. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.